Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely failure of the video connector caused the image to flicker. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a connector failure. The issue occurred during preparation for use for an unspecified procedure. The patient was not under anesthesia. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.